Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within a specific range. No failed battery test alarm, unexpected low battery alarm or blank display were noted.

Event description:
It was reported that the insulin pump alarmed low battery and had a blank display. The customer removed the battery and inserted a new battery and the insulin pump rebooted. The customer's blood glucose was 92 mg/dl. The customer stated that there were cracks on the device. The customer declined troubleshooting for the low battery and the failed battery test since the insulin pump was going to be replaced. The discontinuation of the device was advised. Nothing further was reported.